Event description:
Updated new information determined the root cause to be shipping handling related.

Manufacturer narrative:
Conclusion: shipping related.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. During the index and after deployment of the stent graft the physician tried to release the capt ured tip; however, the main axis broke at the end of the spindle making it hard to release the captured tip. The physician noted that the procedure was completed as usual by carrying the unlock tip system upward until the end part of the gray axis. This was possible because the break was located at the end part. The patient did not suffer any injuries due to the break. The stent graft placement was not compromised due to the break. No additional clinical sequelae were reported and the patient is doing fine. Evaluation summary the event was confirmed; the spindle was returned broken. The root cause of the event could not be conclusively determined.

Manufacturer narrative:
(B)(4)